Event description:
It was reported that the customer was receiving no delivery alarms. The customer's blood glucose was 465 mg/dl and had been experiencing high blood glucose levels for 2 weeks. The customer stated that the insulin was coming out of the infusion sets. The customer stated that she had an infection, which may have contributed to her high blood glucose. The customer stated that she was taking medication for the infection. Troubleshooting could not be done because the issue was a past event. Advised to call back when the alarm occurred in order to troubleshoot. Advised to contact healthcare provider regarding different infusion sets. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and stained end cap sticker.